Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other pain indications and n on-malignant pain. The patient reported that their second rechargeable ins wouldn¿t charge and it was burning up, the charger was burning up. The patient reported that a manufacturer¿s representative (rep) told her that it needed to come out and she couldn¿t have any rechargeable battery and told the patient it was very hot. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-06-04. The hcp reported that they had not seen the patient since 2012.